Event description:
It was reported that the battery longevity of the implantable neurostimulator (ins) was 11 months.

Manufacturer narrative:
Product ID 39565-65, lot# v516902047, implanted: 2010 (B)(6), explanted, product type: lead, product ID 37752, serial# (B)(4), product type: recharger, product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the first battery was replaced because it had been over discharged too many times that it could not be re-charged, so a new battery was implanted. A second surgery was done because the battery was in too deep, so the pocket was revised. No further information was provided.